Event description:
It was reported that the patient expired due to unknown reasons after a zero day implant duration. No further details were provided. It is unknown if patient's death is device related. Information learned from implant patient registry(per wife's call).

Manufacturer narrative:
Device not returned.